Manufacturer narrative:
Investigation results: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and it was observed that there was foreign matter on the cover and hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue is caused by blow down from cleaning during the assembly process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine plus¿ insulin pen needle had foreign matter on the np end of the cannula hub. Found before use. No serious injury or medical intervention noted.